Manufacturer narrative:
Add'l info has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
Tlif performed on an unk date. Pt implanted with screws at l4-l5. Two of the inferior screws broke postoperatively 3/4 at the bottom of the screw. Screws were removed and replaced on (B)(6) 2011 with larger sized screws. This is the 1st of 2 reports submitted on this event.